Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient cardiac arrest, perforation of vessels, pain, and low blood pressure, requiring medication, surgical intervention, unexpected medical intervention, and hospitalization appears to be related to operational context. In this case it is possible that the reported patient cardiac arrest, perforation of vessels, pain, and low blood pressure, requiring medication, surgical intervention, unexpected medical intervention, and hospitalization are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b7 (correction), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11.

Event description:
It was reported that the target lesion was the proximal left anterior descending (lad) artery. During radial coronary procedure using a 6fr sheath, a non- abbott guide catheter, diamondback coronary orbital atherectomy device (oad) and viperwire advance coronary guidewire, the patient experienced pain after first treatment that was performed at 80k speed for 15 seconds. The oad was removed and the patient's blood pressure decreased. In the physician's opinion, guide catheter was the cause of patient's hypotension which was treated using intravenous medications. It was noted that the patient's base rate was 72. The physician was unsure if orbital atherectomy caused or contributed to the pain. Chest compressions were performed and the patient was then coded. CPR was successful. Perforation was observed following compressions. The orbital atherectomy system (oas) was removed but the guide catheter remained in vivo during compressions which may have resulted in the guide catheter going in deeper, however, this cannot be confirmed. It was noted that orbital atherectomy may have caused or contributed to the perforation. Surgery was performed to implant two non-abbott stents of which one was in proximal lad artery where perforation was sealed and the other was to treat the pain. The patient was hospitalized and was stable the next morning.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the target lesion was the proximal left anterior descending (lad) artery. During radial coronary procedure using a 6fr sheath, a non- abbott guide catheter, diamondback coronary orbital atherectomy device (oad) and viperwire advance coronary guidewire, the patient experienced pain after first treatment that was performed at 80k speed for 15 seconds. The oad was removed and the patient's blood pressure decreased. In the physician's opinion, guide catheter was the cause of patient's hypotension which was treated using intravenous medications. It was noted that the patient's base rate was 72. The physician was unsure if orbital atherectomy caused or contributed to the pain. Chest compressions were performed and the patient was then coded. CPR was successful. Perforation was observed following compressions. The orbital atherectomy system (oas) was removed but the guide catheter remained in vivo during compressions which may have resulted in the guide catheter going in deeper, however, this cannot be confirmed. It was noted that orbital atherectomy may have caused or contributed to the perforation. Surgery was performed to implant two non-abbott stents of which one was in proximal lad artery where perforation was sealed and the other was to treat the pain. The patient was hospitalized and was stable the next morning.